Event description:
It was reported that the patient experienced a loss of stimulation due to a high impedances on the lead. The patient underwent a lead revision procedure in which the lead was replaced. The patient is doing well post operatively. The device was not returned for analysis as it was disposed of by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.